Event description:
The customer reported carboplatin leaked from the end of the tubing at the site of the bonded valve during administration. No pt harm reported. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 12/24/2014. (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.